Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the doctor was unable to place a perc lead referred to the doctor for surgical paddle ins placement. The patient resented to me without system". No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the rep stated that they were not involved with this case and they were referred to by the physician. The patient's lead not being able to be placed has been resolved. The rep does not know the serial number of the lead. No further complications were reported. The rep reported a lead was placed on (B)(6) 2018 and the ins was placed on (B)(6) 2018. This was confirmed with the physician. No further information was reported.